Manufacturer narrative:
Device evaluated by MFR: the jetstream device xc-2.4 was received for analysis. The guidewire was not returned in or with the device. The shaft and the remainder of the device was inspected for damage. Visual examination showed a kink located 1cm from the tip. A .014 jetwire guidewire was inserted into the device and the wire did transcend through the lumen with a slight restriction due to the kinked area. The functionality of the device was checked by setting up the product per the IFU. The device primed as designed. The device was tested for rotational functionality and the device would not rotate. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported that the device's blades stopped spinning and became stuck on the wire. There was in-stent restenosis of two 6x120 mm eluvia stents and one 6x60 mm eluvia stent. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). A lateral approach was used to gain access to the lesion using a 7fr sheath and .014 non-bsc guidewire. During the procedure, two passes were successfully made in blades down mode. During the third pass in blades up mode, the device lost rotation and was difficult to advance. Blades down mode and rex mode were used to continue the procedure. The blades made a strange noise after passing through a stent and the guidewire became locked within the device. The guidewire was difficult to remove despite not being damaged. The jetstream was removed without rex mode as it was not working. Upon inspection of the jetstream device outside of the patient, there were no visible defects noted. There were no patient complications reported. A drug coated balloon was used to treat the in-stent restenosis.

Event description:
It was reported that the device's blades stopped spinning and became stuck on the wire. There was in-stent restenosis of two 6x120 mm eluvia stents and one 6x60 mm eluvia stent. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). A lateral approach was used to gain access to the lesion using a 7fr sheath and .014 non-bsc guidewire. During the procedure, two passes were successfully made in blades down mode. During the third pass in blades up mode, the device lost rotation and was difficult to advance. Blades down mode and rex mode were used to continue the procedure. The blades made a strange noise after passing through a stent and the guidewire became locked within the device. The guidewire was difficult to remove despite not being damaged. The jetstream was removed without rex mode as it was not working. Upon inspection of the jetstream device outside of the patient, there were no visible defects noted. There were no patient complications reported. A drug coated balloon was used to treat the in-stent restenosis.